Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a right ventricular lead explant procedure. Upon review, the right ventricular lead exhibited low r-wave amplitudes and high capture thresholds. The physician explanted and replaced the right ventricular lead, as well as electively replaced the implantable cardioverter defibrillator. The patient was in stable condition.